Event description:
The customer stated that they received three packs of the aspartate aminotransferase activated (ast-a) reagents and noticed that the barcode around the cartridge is labeled ast-a and scans as ast-a but the label on the top of the reagent is labeled alt-a. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.